Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the master tool manipulators (mtm) left to resolve the repeated errors 23025 and issue with controlling the arm. The system was tested and verified as ready for use. Isi received the mtml part involved with this complaint and completed the device evaluation. Failure analysis investigation was able to reproduce the reported complaint. The following parts will be replaced as a fix: a3 motor cable, axis motor. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted by isi technical support when the customer called for support. Investigation revealed error 23025 that occurred during the surgical procedure that may have been related to the reported complaint. A review of the site's system logs for the reported procedure date could not be performed via system logs because logs were not available for system sk4770 on 01-jun-2022. This complaint is being classified as a reportable event due to the following conclusion: after the start of the procedure, the surgeon was not able to take control of the arm due to mtml errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon was not able to control arm 2. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed logs and the error from (B)(6) 2022 was pointing to the master tool manipulators (mtm) left. The tse recommended hard power cycling the system, with no change. Then, the tse walked the customer through exercising the mtml and two more hard power cycles, but the issue persisted. The tse had the customer exercise the mtml and try to recover the fault with no resolution. The surgeon was unsure how he would proceed with the case. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.